Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recz2864 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported coiled stylet. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a coiled stylet is confirmed and was determined to be use related. One 3cg stylet inserted into a t-lock was returned for evaluation. An initial visual observation showed use residue on the returned sample and tape wrapped around the t-lock and stylet. The core wire of the stylet was observed to be curled about six times from approximately 15.5 cm distal to the end of the t-lock to the proximal end of the polyimide section of the stylet. The t-lock was observed to be positioned about 18.3 cm distal to the yellow handle of the stylet, and the stylet was observed to be bent about 17.5 cm distal to the yellow handle. The stylet was also observed to be bent at the distal end of the t-lock and slightly bent at the beginning of the curled section of the stylet. No damage was observed in the polyimide section of the stylet and the distal tip of the stylet was observed to be present and intact. The shape, location, and nature of the damage observed on the stylet, as well as similarities observed during past attempts to replicate this failure mode, suggest the stylet was rapidly pulled against the catheter hub or another hard surface at an angle and against resistance during removal of the stylet, resulting in the observed damage. The product IFU states: ¿slowly remove the t-lock, stylet funnel, and stylet, as a unit¿ and ¿never use excessive force to remove the stylet as it may damage the device.¿ a lot history review (lhr) of recz2864 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported coiled stylet. No other information was provided.